Event description:
A patient contacted global technical services (gts) regarding assistance with system error 2240 while using the homechoice (hc) during dwell 1. The patient stated a supply bag fell and disconnected. Gts assisted the patient in ending therapy and advised the patient to finish therapy manually or start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient. She stated that she was able to continue therapy successfully and did not have any lot information or a companion sample available. This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).